Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module will be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor and system board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.